Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module(uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported a blank touchscreen on startup on this avea ventilator. The customer stated this event was not associated with patient use.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components and voltage testing of the real time clock battery, found the voltage out of specifications. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. The fa lab was not able to duplicate the reported issue therefore no root cause can be determined.